Event description:
It was reported that the insulin pump has cosmetic damage to it's bottom. The blood glucose reading is 193 mg/dl. The drive support cap is loose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken off end cap, missing the end cap sticker, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.